Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level below 40 (mg/dl). Reportedly, customer believes the low bg level was caused by an intense exercise class. Customer consumed glucose and juice to treat bg level. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump.